Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been off the pump for the past month. When the pump was connected to a power source, the pump would not turn on. The light around the wake button was noted to be blinking red. There was no patient involvement as the customer was not using the pump for insulin therapy at the time of the event. Tandem technical support instructed the customer to leave the pump charging for and hour. Although confirmation was requested as to weather or not the pump came back on, it could not be confirmed. Multiple follow up attempts were made however, no additional information was provided.